Manufacturer narrative:
Product ID: 8835, serial# (B)(4), product type: programmer. Patient product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).

Event description:
It was reported that the patient came in for a pump refill (B)(6) 2013 and was having in issue with his ptm (personal therapy manager). He used the ptm just before they refilled the pump and the tone escalated like it gave him his bolus and there was a check, but the screen was constantly reading (B)(6) 2013 and not changing at all; it had been this way since the last refill. After refilling and updating the pump, it was still reading the january date. The ptm was decoupled and recoupled to the pump, but the patient wasn't present to test if that had worked. The pump was delivering morphine, clonidine, and baclofen. There were no volume discrepancies with the pump; it said 10.2 was expected and 10.2 was withdrawn. The patient didn't use the ptm all the time, but did you use it to schedule his refill visits, so the patient was frustrated that the refill date wasn't changing. Additional information has been requested; a follow-up report will be sent if information becomes available.